Event description:
(B)(4). Tick bite, rash, acute, serious flu-like illness with encephalopathy, ongoing joint pain, fatigue, mental confusion, weight gain, muscle pain, rashes, enlarged lymph nodes, spine pain, gastrointestinal distress. The two-tier elisa/western blot method is not scientifically valid. It was approved by the cdc officers who needed it in place to make their lymerix vaccine appear effective. They already had a valid method to detect lyme, (B)(6) patented flagellin method. So why didn't they use that to validate their vaccine? Because they knew their vaccine wouldn't work and they would only prove such with a valid test method! Long story short, I would have been diagnosed properly had it not been for the bogus dearborn method. This could have allowed me to avoid the last 19 years of ospa-induced immunosuppression and reactivation of latent herpes viruses which lead to cancer and the "great imitator" diseases.